Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in a moderately tortuous part of the mid cx. The stent strut got caught on the guide during withdrawal, after it was unable to cross.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. 04-mar-2025 additional information: after pre-dilation of the lesion with different balloons, the affected device was introduced into the patients body under use of a 6f teleflex guideliner guiding extension catheter. The device was unable to cross the target lesion and had to be withdrawn. During device withdrawal, the distal stent got caught at the guiding extension catheter. Another stent was implanted. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is severely deformed at its proximal end, i.e. Several struts are bent outwards and are everted. The complaint device is still located inside of the 6f guideliner guiding extension catheter and cannot be removed due to the deformed stent struts. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. The extension catheter used in the intervention is compatible with the complaint device. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.